Manufacturer narrative:
Result: circuit breakers.

Event description:
It was reported by service report that the bed loses power intermittently when the breakers are touched. It is unk if there was pt involvement, however, no adverse consequences are reported.